Manufacturer narrative:
This is one of two initial/final MDR reports being submitted for this complaint with associated MFR# 1226348-2016-00169 and 3008264254-2016-00082. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, resistance was experienced during a procedure when using a prowler select plus (606s255x/17415721) catheter. The procedure was coil embolization of an aneurysm at the internal carotid artery. The patient was male but his age was unknown. The patient's vessels were moderately torturous and not calcified. The prowler select plus (complaint product) was selected for using an enterprise 23mm (lot unknown) during the procedure. The catheter was approached to the middle cerebral artery from the internal carotid artery. However there was resistance felt at the proximal portion when the enterprise was delivered. The catheter was replaced with another one. The procedure was successfully completed without further issues or delay. There were no patient injuries or complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush was maintained at all time. No visible defect/damage was noted on the products prior to and after the event. The product is not available for investigation. No further information is available. "